Manufacturer narrative:
Product analysis: the delivery system was returned with a stopcock loaded to the luer. The balloon was deflated and the stent was off the balloon. The distal shaft was bunched at 4.5cm proximal to the distal tip. A 0.014inch guidwire and a 0.015inch patency mandrel were advanced via the guidewire entry port of the stent delivery system with no resistance encountered. The balloon material was cut and removed to expose the inner lumen. There was slight bunching to the inner lumen. (B)(4) (B)(6) . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a resolute integrity rx drug eluting stent a severely calcified and moderately tortuous proximal lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging or issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. During the procedure a rotablator was used for the highly calcified lesion. After stent implantation it was reported that removal difficulties were encountered. No issues noted during implantation, stent expanded sufficiently. Deflation of the device was done as normal. On removal of the stent delivery system considerable resistance was encountered removing the device over the non-mdt guidewire. The device got stuck outside the sheath, in vitro. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. No patient injury reported. A 6f non-mdt guide catheter was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.